Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "extreme low" blood glucose (bg) levels (values not reported). Cause of low bg was not provided. Multiple follow-up attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.